Event description:
A 24 mm diameter x 14 diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of a 4.1 cm abdominal aortic aneurysm. The patient was enrolled in clinical trial. It was reported the patient experienced a possible retroperitoneal bleed one day post stent graft implant. Four days later the bleeding was responding to conservative medical management and the patient was discharged. No additional clinical sequelae were reported.